Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2017 with the following findings: a review of the pump¿s black box showed a cs 088 alarm. During testing, the pump was powered on with no alarms duplicated. The pump was able to be rewound, loaded, and primed successfully. The pump was exercised for 24 hours with no call service alarms detected. Unrelated to the original complaint, a base crack between the case seal and the keypad was found. The pump was opened, and evidence of moisture on the watchdog chipu38 and display board was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.